Manufacturer narrative:
Section a4: patient weight requested but not provided. Manufacturer's investigation conclusion: the reported connect driveline alarm that activated red heart and yellow wrench advisory alarms was not confirmed. The heartmate iii system controller (serial#: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 3 days (12oct2020-14oct2020, 16oct2020 per timestamp). On 14oct2020 at 13:30:48 there was a backup battery fault alarm due to a failed load test. This alarm remained active until 13:50:10, when the controller and driveline were disconnected from power. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. The heartmate instructions for use (IFU) states that backup battery faults activate yellow wrench advisory alarms. There were no notable events in the log file related to the reported event. Pump operation was not affected. Multiple good faith efforts were sent asking for clarification regarding the reported event and if the heartmate iii system controller (serial#: (B)(6)) would be returning for evaluation; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery faults and no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-05620. It was reported that the patient leaned against a car and their controller started alarming. The patient was on batteries at the time of the event. The patient stated that they looked at their controller and there was a message that said 'connect driveline" and a red light was illuminated. The yellow wrench was also illuminated. The patient checked his driveline and batteries and reported that everything felt properly connected. The patient changed their controller and has not had any recurrent issues. Technical services (ts) reviewed the log file and noted backup battery faults occurring on (B)(6) 2020 that lasted for about three minutes, and then both leads were disconnected and it appears that the controller was exchanged. There was nothing unusual noted in the log file up until the start of the backup battery faults.